Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the suture broke. The patient was discharged from the hospital after aortic aneurism and had re-surgery for bleeding.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The visual inspection of the product noted receipt of one suture and one needle. From the opened product, it was observed, under magnification, that the suture appeared to have split under tension. The returned product as received by medtronic was found to not meet medtronic quality release specifications after application in the clinical setting, and due to the received broken suture, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Since no sealed products were received, a tensile strength test could not be performed. Should new information become available, the file will be re-opened

Manufacturer narrative:
(B)(4)